Manufacturer narrative:
The b5 has been updated. The adverse event the patient experienced is hyperpigmentation. The adverse event paradoxical hyperpigmentation (ph) was incorrectly reported and the physician clarified the patient is not experiencing any symptoms of ph. The event of hyperpigmentation is not serious; and is therefore, not reportable. The coolsculpting user manual includes the following information listed under rare adverse events: hyperpigmentation: hyperpigmentation may occur after treatment. Typically, it resolves spontaneously. Annex e2323 has been removed. Annex e1716 has been added. Annex a26 has been removed. Annex a24 has been added. Annex f12 has been removed. Annex f11 has been added.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the bilateral inner medial thighs using a cooladvantage coolfit applicator. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the inner thighs treatment area with hyperpigmentation, noting it was worse on the right leg. The tissue characteristics of the area were described as having laxity of skin, with uneven texture and a small, appreciated dent where the applicator was placed. The physician clarified the patient does not have any symptoms of paradoxical hyperplasia (ph). The patient was prescribed kligmans cream to lighten the area.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a patient was treated with coolsculpting and developed paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.